Event description:
It was reported that an ilet user experienced multiple system stops around the time of a pump restart, with subsequent alerts to change the infusion set and multiple low-cartridge and cartridge-out notifications that coincided with stopped dosing; the issue was associated with user interaction with the device user interface and suspected improper handling of the insulin cartridge during a site change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and review of information provided by the user and third parties. Investigation of this case revealed no device problem, while a usage problem was identified consistent with an improper or incorrect procedure or method related to the user interface. It was concluded that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.